Event description:
It was reported that the patient received a vibratory alert while resting. High pacing lead impedance measurements following a vibratory episode with no shock and increased capture thresholds were noted. Suspected lead fracture or connection issue. The lead was explant and replaced. The patients condition was good after the event.

Manufacturer narrative:
No medwatch form was received.